Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and confirmed the reported issue. He adjusted the loose parts and the issue could be solved. Functional verification testing was completed without further issues and the unit was returned to service.

Event description:
Livanova (B)(4) received a report that the knob for the speed control of a centrifugal pump 5 (cp5) control panel was loose during priming. There was no report of patient injury.